Event description:
Additional information received on 05aug2024: there was no damage noted to the device. The patient did not experience any adverse effects.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that an ncircle tipless stone extractor's basket would not open during an ureteroscopy procedure. The device was tested prior to use and functioned properly. The device was inserted through an unspecified scope, and when opened, the basket did not deploy. A second basket was opened to complete the procedure. There was no damage noted to the device. The patient did not experience any adverse effects. Reviews of documentation including the complaint history, device history record (DHR), quality control, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One device was returned to cook for evaluation. Visual exam notes one basket wire is broken, the wires appear charred, and the handle actuates basket formation. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other events associated with the reported device lot. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU, t _ ntse_ rev1, provides the following information to the user: precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause for this event could not be established. The returned device indicated exposure to a laser or other electrified instrument. No information was known related to any other devices used. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3 - occupation: nurse, title- director. G4 - PMA/510(k)#: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that an ncircle tipless stone extractor's basket would not open during an ureteroscopy procedure. The device was tested prior to use and functioned properly. The device was inserted through an unspecified scope, and when opened, the basket did not deploy. A second basket was opened to complete the procedure. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.